Event description:
It was reported that during a procedure at the user facility the core universal driver was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with his event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.